Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of scratched objective lens was not confirmed. The customer's allegation of reduced angulation and defective insertion tube was confirmed. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The connecting tube had a dent. The connecting tube had a wrinkle. Due to wear of angle wire, the play of the up/down knob was out of standard value. The objective lens had discoloration. The suction-cylinder was shaved. Due to damage on charged coupled device unit, the image had white dots. Foreign object was found in the nozzle. In addition, the scope connector cover, the scope connector, the protector of the universal cord on the scope connector side, the protector of the universal cord on the control section side, the universal cord, the connecting tube, the grip, the switch box, the lock engagement lever, the lock engagement knob, the up/down- right/left knob, the control unit, the distal end, and the scope cover were all scratched. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility cannot tell when the foreign matter adhered on the device. Aware of what the foreign matter is? No response provided. There was no delay in the start of precleaning. Flushed the air/water nozzle with water and air. Wiped/brushed the air/water nozzle with gauze, brush, or sponge? Unknown the air/water nozzle was flushed with the detergent solution. There was no abnormalities in the accessories used for reprocessing. Any concerns on reprocessing?- no response provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus that there was reduced angulation, defective insertion tube, and the objective lens was scratch on the evis exera lll gastrointestinal videoscope. Inspection and testing of the returned device found there was foreign object in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It is unclear whether or not reprocessing was implemented according to instructions for use. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". "[Inspection of endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [inspection of water supply] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.